Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer was in the hospital due to non-related diabetes issues, so the nurse gave the customer an insulin drip to address the elevated bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.